Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, low sensing value and loss of capture were observed on the right ventricular lead due to lead dislodgement. Lead revision was completed. There were no adverse consequences to the patient.